Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The company clinical analyst recommended the infusion pressure be increased to 35mmhg. The company reps were on-site to observe surgery and confirmed the surgeons were using a lower infusion pressure. The staff was retrained to use the appropriate infusion pressure per recommendations in the operator's manual and directions for use. The facility chairman of ophthalmology could not conclude that the choroidal hemorrhage was tied to a system malfunction and/or a loss of infusion pressure. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled); "hemorrhagic choroidal detachment" (hemorrhage). Product problem(s): "infusion pressure was set at 25mmhg" (infusion or flow issue). The surgeon reported a lack of infusion during the case, with hypotony noted. A massive hemorrhagic choroidal detachment occurred. Add'l info received from the surgeon stated the pt was schedule for a 20 gauge vitrectomy and scleral buckle. The scleral buckle was placed loosely prior to the initiation of the vitrectomy procedure. The infusion line was placed and the tip was noted to be in the vitreous cavity. The surgeon stated the fellow began the vitrectomy procedure. A soft eye was noted early in the case. The infusion pressure was set at 25mmhg. The fellow stopped and the instruments were removed. The scleral plugs were inserted into the sclerotomy sites. The eye was fairly soft and the surgeon had difficulty visualizing the infusion cannula. The surgeon replaced the cannula with a 6mm infusion, which is a third party product, at the same site with the infusion off. The cannula was clearly visible. The surgeon attempted to tamponade the eye with 70mmhg infusion pressure but there was no infusion flow noted. The surgeon noted reflux of blood into the line. The pt suffered a massive hemorrhagic choroidal detachment. The surgeon attempted to drain the blood with scleral cut downs in multiple quadrants. The surgeon noted little drainage due to clot formation. Add'l gravity infusion lines were placed in different quadrants. The IV pole was raised as high as possible. There was insufficient working space. The surgeon was unable to continue the surgery and the eye was closed. The pt presented post operatively with eye pain, vomiting, and dehydration. The pt had light perception in the surgical eye. Add'l info on pt status has been requested.